Event description:
It was reported that during a hydatid cyst procedure, the teflon on one of the tip of the device melted during the use. Nothing fell into the patient. Unknown how case was completed. There were no adverse consequences to the patient.

Event description:
Additional information was received from the facility nurse on 12/07/2009 which indicates the following: the patient affected was admitted for coronary artery disease (cad) and underwent bypass surgery in (B) (6) 2009. Patient was received in cardiovascular intensive care unit (ICU) post-op. The patient's systolic blood pressure (bp) elevated to 170's and nipride drip was begun via baxter triple channel intravenous (IV) pump. The tubing had been primed and loaded into the pump in the cardiac vascular surgery (cvor) prior to patient arrival. Nipride was programmed to infuse at 1.2 mcg/kg/min for approximately 5 minutes without decrease in systolic bp and nurse noticed channel had shut off without any alarm. The tubing was removed from this pump, inserted into a different triple channel pump and the infusion restarted. The patient systolic bp peaked at 191. The cardiovascular ICU has a high nurse/patient ratio and frequent reassessment of patient condition. No extra interventions or testing were performed besides changing out the triple channel IV pump. The patient was discharged from the hospital in (B) (6) 2009 in stable condition.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen.